Event description:
At least two pediatric urological catheters were noted to be dry, rotted and cracked. Packaging was intact and expiration date listed as 1997. Catheters were removed from stock, not used on pts.